Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site and wanted the device removed. Physician indicted patient complained of constant pain at the ipg site and to address the issue, the ipg was removed. No complications were noted during the procedure.